Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 191mg/dl. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 233 and 199mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is jan. 18, 2021 and open vial date is sept 8, 2019. The meter memory was reviewed for previous test result history: (B)(6).